Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a trial implant the pt had a lot of scar tissue to advance wire through, repositioned wide lead slipped right up. Checked lateral view, which was good. Turned on to test stimulation and there was no response. Tried various levels, no stimulation. Changed the external nerve stimulator (ens), no stimulation. Changed the screener cable after switching from 0-7 to 8-15, no stimulation. Ran impedance test and all >10,000 ohm. Placed a new lead without difficulty, there was good stimulation and coverage at 3.1 volts. Proceeded to post op with good stimulation and pain in back; the pt went home. Several hours later, the pt called with extreme pain in back whether stimulation was on or off. Dr met her at the ER and pulled the lead. Pt complained of extreme pain at the needle/lead site and was kept overnight. Add'l info has been requested, but was not available as of the date of this report.